Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock while descending on their bike. A review of the episode revealed that a slow ventricular tachycardia (vt) occurred with noise. The s-ICD oversensed the slow vt and thus an inappropriate shock was delivered. The patient will be seen for a follow up and troubleshooting. Meanwhile, technical analysis was requested. Technical services (ts) reviewed the provided data and noted that the combination of poor qrs/t ratio's of fast rhythm with noise related to myopotential activity have increased the average detected rates and resulted in shock delivery. Ts noted that this occurred before on a previous episode. In addition, oversensing was also seen, further re-enforcing secondary sensing vector susceptibility. Ts recommended an in office visit to evaluate the secondary sensing vector performance as well as the primary and alternate vector usability. In addition, ts noted that the shock impedance was on the high end, which also supports a need for system placement evaluation. No adverse patient effects were reported, although the patient experienced pain and discomfort. Additional information noted that this patient received another inappropriate shock when shacking their left arm. A request for technical review was needed to determine if this occurred due to myopotentials or oversensing and how to best reprogram this device. Ts reviewed the remote monitoring data and noted that the noise seen got oversensed and seemed to have a repetitive pattern. Ts noted that it would be good to know what the patient was doing at the time of the inappropriate shock. Ts also discussed evaluation all three sensing vectors with various isometrics. Additional information noted that a follow up took place and no paroxysmal flutter was seen and the patient was noted to be shaking a bottle when the inappropriate shock occurred. Ts reviewed the most recent follow up data and noted that the primary or secondary sensing vectors were viable sensing vectors to be programmed in this case and recommended to performing another screening in order to find the highest rv amplitudes. Ts also noted that the noise seen in the primary sand secondary sensing vectors was likely related to device placement. Ts noted that in case the device was not deeply enough on the facial plane or if it is placed close to the armpit then it can pick up under the armpit muscle activity while the patient moves the arm. Ts requested an x-ray for further review to see if system placement could be optimized. Additional information with another x-ray was sent for ts review. Ts noted that based on the most recent x-ray it looked like the electrode could be straightened and placed deeper on the facial plane. The device could also be placed deeper. Ts discussed performing another screening which could provide a possible option to improve signals to suppress myopotential oversensing. Ts noted that it was per the physician discretion to go invasive or try to keep 2x gain programming. Ts also noted that nevertheless there should be acknowledgement that the patient remains in risk of inappropriate shock therapy. This device remain implanted at this time. No further changes were made.

Manufacturer narrative:
This device remains implanted. Should addiotnal information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the impact code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock while descending on their bike. A review of the episode revealed that a slow ventricular tachycardia (vt) occurred with noise. The s-ICD oversensed the slow vt and thus an inappropriate shock was delivered. The patient will be seen for a follow up and troubleshooting. Meanwhile, technical analysis was requested. Technical services (ts) reviewed the provided data and noted that the combination of poor qrs/t ratio's of fast rhythm with noise related to myopotential activity have increased the average detected rates and resulted in shock delivery. Ts noted that this occurred before on a previous episode. In addition, oversensing was also seen, further re-enforcing secondary sensing vector susceptibility. Ts recommended an in office visit to evaluate the secondary sensing vector performance as well as the primary and alternate vector usability. In addition, ts noted that the shock impedance was on the high end, which also supports a need for system placement evaluation. No adverse patient effects were reported, although the patient experienced pain and discomfort. Additional information noted that this patient received another inappropriate shock when shacking their left arm. A request for technical review was needed to determine if this occurred due to myopotentials or oversensing and how to best reprogram this device. Ts reviewed the remote monitoring data and noted that the noise seen got oversensed and seemed to have a repetitive pattern. Ts noted that it would be good to know what the patient was doing at the time of the inappropriate shock. Ts also discussed evaluation all three sensing vectors with various isometrics. Additional information noted that a follow up took place and no paroxysmal flutter was seen and the patient was noted to be shaking a bottle when the inappropriate shock occurred. An x-ray taken showed good system placement. Ts reviewed the most recent follow up data and noted that the primary or secondary sensing vectors were viable sensing vectors to be programmed in this case and recommended to performing another screening in order to find the highest rv amplitudes. Ts also noted that the noise seen in the primary sand secondary sensing vectors was likely related to device placement. Ts noted that in case the device was not deeply enough on the facial plane or if it is placed close to the armpit then it can pick up under the armpit muscle activity while the patient moves the arm. This device remain implanted at this time. No further changes were made.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock while descending on their bike. A review of the episode revealed that a slow ventricular tachycardia (vt) occurred with noise. The s-ICD oversensed the slow vt and thus an inappropriate shock was delivered. The patient will be seen for a follow up and troubleshooting. Meanwhile, technical analysis was requested. Technical services (ts) reviewed the provided data and noted that the combination of poor qrs/t ratio's of fast rhythm with noise related to myopotential activity have increased the average detected rates and resulted in shock delivery. Ts noted that this occurred before on a previous episode. In addition, oversensing was also seen, further re-enforcing secondary sensing vector susceptibility. Ts recommended an in office visit to evaluate the secondary sensing vector performance as well as the primary and alternate vector usability. In addition, ts noted that the shock impedance was on the high end, which also supports a need for system placement evaluation. No adverse patient effects were reported, although the patient experienced pain and discomfort. This device remain implanted.